Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is reported to be retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report was received stating: a perforation occurred during perclose deployment. A covered stent was inserted and deployed, and the perforation was repaired. There was a change in rt dp and pt pulses and lt pt pulse. We attempted to place an impella device and went from 7fr sheath to 14 fr sheath, but an angiogram showed the sheath to be occluded at the distal end. The sheath was pulled and attempted placement of perclose however, it appeared the foot plate came through the arteriectomy and may have ruptured the vessel. Ultimately a viabahn covered stent was placed across the perforation successfully. Perclose lot number 6012041. No other identifying information is available regarding this device. Subsequent to the user facility medwatch the following information has been received. The proglide device was used in the right common femoral artery. The physician is reported to be trained in the use of the proglide device. Patient had a previous cath procedure 1 hour prior, sheath was still in the right groin when patient arrived back to the lab. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently then expected and perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.